Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: service and repair evaluation: the customer reported that the 05.000.008 device medium and reverse speeds do not work. The repair technician reported recording error, cracked contact plate, cosmetic test failed, intermittent fast forward, forward, reverse function, discolored wire, debris on barrier. Not applicable drives as they were not used, driver used are 49121,49142, 49152.the cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed medtech orthopaedics final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part # 05.000.008, synthes lot # 008100, supplier lot # 008100, release to warehouse date: 08 dec 2021, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the medium and reverse speeds of hand piece for battery powered driver do not work. The issue was observed during weekly audit of equipment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.